Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the attachment device was not holding the k-wire. It was reported that there was a delay of less than 30 minutes to the surgical procedure. The duration of the delay was not specified. It was unknown to the reporter if a spare device was available for use. It was reported that the surgery was successfully completed with no further incident. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not accept the k-wire, gage sm002215. Therefore, the reported condition was confirmed. It was further observed that the internal components were excessively corroded. The assignable root cause was determined to be due to failure to follow cleaning, sterilization, and/or maintenance procedures per the directions for use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.